Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had a request to replace the remote manager, as the station was not communicating. A field service engineer stated that the station had been relocated from another hospital. The station had a static ip address and required a new ip address from it to come back online. The ip address could not be changed due to an aws issue that had prevented access to the admin account. Once the issue was resolved, fse returned to change the ip settings. The old configuration for the station had been set to static. After obtaining the password, fse changed the connection to dynamic, and the station was able to connect to the temple network. Fse confirmed at the pc that the network was connected and observed that the downloads in sync status were shrinking, indicating successful server communication. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not communicating. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not communicating. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.